Manufacturer narrative:
(B)(4). Date sent: 8/5/2020. D4: batch #t9379y. H10=corrected data= d1; d4; h4. D1: brand name: ligaclip*mca med short applier d4: catalog: msm20. D4: lot: t40g3c; t40g.4m. D4: unique identifier( UDI): (B)(4). D4: expiration date: 4/30/2024. H4: device manufacture date: 5/17/2019. Investigation summary: the analysis results found that an msm20 instead of an mcm20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and it fed and formed the remaining 15 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t40c95. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were unformed? Or did the device fire malformed clips? If yes, were the clips not completely closed (clip gap)? Were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip did not came out clamped, but detached. There were no patient consequences reported. No additional information is available at this time.